Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the run data files were analyzed for this event. The signals in the run data file indicate it is possible that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause could not be determined. Possible root causes were provided in the initial report for this event.